Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to mother board. We were unable to confirm alarm and unable to perform any tests due to blank display. Pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an error alarm. Customer stated that the insulin pump was no longer communicating with the meter. Blood glucose level at the time of the incident was 327 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.